Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A review of the logs for the vessel sealer extend (vse) instrument associated with this event has been performed. The logs show that the first vse instrument was installed 4 times and passed homing 3 times, failed homing 1 time. The logs show 25 cut complete events and 1 each of cut failed, blade dwell recovery, and blade jammed events. The e100 generator logs show 45 seal events with 3 high initial starting impedance errors, indicating that the user likely tried to seal too much tissue. The instrument was used for about 20 minutes. The second vse instrument was installed 1 time and passed homing 1 time. The logs show 7 cut completed events. The e100 generator logs show 38 seal events with 1 each of high initial starting impedance and ¿blank¿ errors, indicating that the user likely tried to seal too much tissue. The instrument was used for about 6 minutes. The logs also show two e-100 recoverable faults, and 1 each of blade jammed and homing failed errors, which are likely related to the same errors seen for the first instrument. .

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the customer received an unspecified warning message while attempting to seal the inferior mesenteric artery (ima) with a vessel sealer extend (vse) instrument. The customer indicated that the vse instrument ripped the ima, resulting with significant bleeding. The following information is unknown: the cause of the complication, the estimated blood loss volume, and what medical intervention was rendered due to the complication. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.